Event description:
Patient was revised to address persistent knee pain. Poly wear of the tibial insert and patella were found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.